Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was reported that the valve was explanted after an implant duration of approximately 6 months due to recurrent mitral valve endocarditis. Per the op report, this patient has a history of intravenous drug abuse (ivda) who presented approximately 6 months ago with mitral valve endocarditis and stroke. The patient underwent mitral valve replacement with the subject device. The patient started using IV heroin again and he presented with symptoms of endocarditis and heart failure. Transesophageal echocardiogram (tee) demonstrated vegetations of the mitral valve bioprosthesis, as well as native valve endocarditis of his aortic valve. The patient agreed to undergo redo surgery. The patient had multiple vegetations on his mitral valve confirmed during explantation. The device was replaced with a 27 mm edwards magna pericardial valve. The new valve seated nicely. At the completion of the operation, tee demonstrated excellent function of both bioprostheses, excellent de-airing, and good contractility of all ventricular walls.

Manufacturer narrative:
Vegetations. Additional manufacturer narrative: endocarditis is an inflammation of the inside lining of the heart chambers and heart valves. Endocarditis is usually the result of a blood infection as bacteria or other infectious substances enter the bloodstream and travel to the heart, where they can settle on heart valves. Endocarditis can potentially lead to disorders such as severe valvular insufficiency and regurgitation. Patient risk factors for developing endocarditis include intravenous drug use (ivda), central venous access lines, prior valve surgery, recent dental surgery, rheumatic fever, and weakened valves. In this case, the op report documents a history of ivda with continued abuse post-implantation of the subject device. Typically, infective endocarditis consists of large vegetations which have manifested from bacteria, as demonstrated in this event. Although the root cause of this event cannot be confirmed without the sample device, it appears that patient's recurrence of endocarditis was likely related to the patient's ivda. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. No further actions are possible with the available information.